Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the products used to treat the patient, including possibly the capsure fixation device. The instructions-for-use supplied with the device lists pain as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is received, a supplemental MDR will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent a laparoscopy sub-total hysterectomy and bilateral salpingo-oophorectomy and sacrocolpopexy with a wire mesh (alyte y-mesh graft) implant using capsure straight fixation device and also underwent laparoscopy colposuspension on (B)(6) 2022. It is alleged that following the operation, the patient experienced pain in the back and has been diagnosed as suffering with chronic pain. It is also alleged the patient continues to suffer with incontinence. It also alleged that device was defective. Note: the attorney lists the date of procedure as (B)(6) 2022, but the listed implants had expiration dates in 2019. It appears that the alleged date of implant of 2022 may be stated in error.